Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00978.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2019-00978. The physician implanted an infinity ipg and an adapter in (B)(6) 2018, but waited to activate the system until (B)(6) 2019. When turned on, the system presented with high impedances. X-rays shows a possible disconnection between the adapter and the ipg. Multiple troubleshooting attempts were made to reconnect, but were unsuccessful. To address the issue, the physician opted to replace the ipg and the adapter with new models, resolving the issue. Postoperatively, no impedances were noted and effective therapy was reported.